Event description:
Information was received from a family member regarding a patient implanted for non-malignant pain. The caller stated that the patient had their first implant for 6 years, and then it was replaced with another one that lasted 4 years. They clarified that the replacements were due to normal battery depletion. The caller then stated that the patient¿s current device only lasted for less than 2 years. They noted that the patient went to turn off their device for a dentist appointment, and their programmer showed a ¿call your doctor¿ warning code. The caller was unsure what type of ¿call your doctor¿ code it was. It was determined at the patient¿s doctor¿s office that their battery had depleted. The patient has been in so much pain, and has needed to take their prescription for hydrocodone more often. It was noted that the patient¿s battery replacement was scheduled for (B)(6) 2017. The caller mentioned that the manufacturing representative believed that the patient¿s implant depleted quickly because they were using high settings all of the time. However, the caller noted that the patient used high setting with their previous implants as well, and they lasted longer. It was recommended that the patient should discuss replacement battery options with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient's explanted device was not going to be returned for analysis. The patient's weight at the time of the explant was also reported. No further complications were reported/anticipated.